Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 17-oct-2019 with the following findings: a review of the pump black box showed no power interruptions. There was no data in pump histories from the time of the reported intermittent power due to continued use. A visual inspection of the pump revealed the battery compartment and returned battery cap were undamaged. The returned battery cap was able to fit securely to maintain an electrical connection. The battery cap contact height and width measurements were found to be within specification. The pump powered on with audible tones and vibrations and was exercised for 12 hours with no power interruptions occurring. The pump was opened and no damage was found to the power circuit. The complaint of a power issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2018 the reported contacted animas alleging that the pump had intermittent power. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. If further information is provided, a follow up report will be made. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.